Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device storage space doors failed and required maintenance. The field service engineer (fse) added new medications to the server and configured on the station. Further, the fse replaced double auxiliary medication door 5 latch to resolve the issue. Additionally, the fse completed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors were not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.